Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event that the clip was still attached and had not been deployed properly.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2024. During the procedure, when the nurse attached the clip to the tissue, it clicked. But when she tried to remove the catheter, she realized the clip hadn't deployed properly. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2024. During the procedure, when the nurse attached the clip to the tissue, it clicked. But when she tried to remove the catheter, she realized the clip hadn't deployed properly. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event that the clip was still attached and had not been deployed properly. Block h10: investigation results the returned resolution 360 clip was analyzed, and it was found that the device returned with the clip assembly attached to the catheter, in an open state to the catheter, without any activation and without any communication between the control wire and the yoke. Also, the customer provided a picture of the clip in an open state. No other problems with the device were noted. The reported event of clip had not deployed properly was confirmed. Investigation found that the device returned with the clip assembly attached, in an open state and with no communication between the handle and the clip assembly. But there is no clear explanation of why these conditions happened. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established.